Event description:
It was reported that the anterior flange broke off in patient. No additional information specified.

Manufacturer narrative:
A clinical evaluation was conducted and no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Will proceed with a medical assessment based on clinical supporting documents provided. If no relevant medical information is provided can close the mi task. Approved by (B)(6). A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.). No relevant clinical medical information was provided to conduct a thorough medical assessment.